Event description:
It was reported that on the 2nd to the 3rd po day, the patient had re-approach, had air leakage, meeting of the barcelona staple line, latero-lateral, fistula in the meeting of the staple line 't' type. No ischemia, no tension in the anastomosis, and no necrosis were noted. The procedure was a video partial colectomy and a laterolateral colocolonic extracorporeal anastomosis. An echelon powered plus 60 mm wide endoscopic linear stapler (plee60a) + 03 gst60b blue reloads were used. There was an apparent stapling failure (post-operative staple separation) when checking the staples limits. Patient had to be reoperated on.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: were there any issues with staple formation throughout the care of the patient? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.